Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the left common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device condition indicated that the foot was completely retracted into the guide; therefore, the reported foot retraction issue could not be confirmed. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an iliac stenting procedure. Reportedly, the foot plate would not close after suture deployment due to heavy plaque at the access site. The device was removed with force resulting in the vessel being lacerated. A covered stent was used to treat the damaged vessel. The patient is reported to be doing fine. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.